Event description:
The manufacturer's international service technician noted pressure sensors failure/vent inop in the diagnostic report while performing preventive maintenance. There was no patient involvement.